Event description:
It was reported from the progressive care unit that the large volume pump module overinfused lactated ringers (lr), which was started at 80ml/h at 15:00 using interoperability (without complications). An hour and a half later, the bag was found empty. There was no sign of leakage from the disposable tubing set, and the pump reports only 200ml was given to the patient. There was no patient harm reported. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump module overinfused. There was no patient harm reported. Although requested, further information was not provided.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the left (female) iui date code 10/17 (october 2017) was observed with corrosion. Dry fluid residue was observed behind the bezel and on the inside bottom of the rear case housing. The bezel assembly date code was noted 1/14 (january 2014, recall affected). No other obvious issues or anomalies were identified with the source device during the inspection. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 3:46 pm on (B)(6) 2021. A remote IV was received at 3:52 pm for a primary infusion: drug ID: 1, at a rate of 80ml/hr and a vtbi of 1000ml. Pvi = 0ml. The infusion was started at 3:52 pm. The pump module alarmed air in line at 5:08 pm and the infusion is restarted. The pump module alarmed air in line and was restarted five (5) more times during the infusion starting at 5:09 pm and the last time at 5:11 pm. At 5:12 pm the user channels off the device with pvi = 101.02ml. Test results: results from a timed rate accuracy test demonstrated the device to be delivering IV fluid in specification. The incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 11/17/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: over infusion test method 1503-001-029, dir# (B)(4) , version 01. Timed rate accuracy test method 1503-001-006, dir# (B)(4), version 01. The root cause of the customer¿s report that the large volume pump module overinfused was not identified in this investigation. The customer¿s report that the large volume pump module overinfused was not replicated during testing. Based on the logs, the pcu is powered on at 3:46 pm on (B)(6) 2021. A remote IV was received at 3:52 pm for a primary infusion: drug ID: 1, at a rate of 80ml/hr and a vtbi of 1000ml. Pvi = 0ml. The infusion was started at 3:52 pm. The pump module alarmed air in line at 5:08 pm and the infusion is restarted. The pump module alarmed air in line and was restarted five (5) more times during the infusion between 5:09 pm and 5:11 pm. At 5:12 pm the user channels off the device with pvi = 101.02ml. Rate accuracy testing found the device to be delivering fluid in specification. Inspection of the pumping mechanism found no irregularities. No disposable set was returned for this investigation therefore it could not be determined if the set was a contributing factor. The pump module was being used for treatment. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material.

Event description:
It was reported that the large volume pump module overinfused. There was no patient harm reported. Although requested, further information was not provided.